Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a perforation of the sapheneous vein graft of the right coronary artery (rca) that occurred with the use of a non-abbott device. The graftmaster sds was advanced to treat the perforation and was deployed but did not immediately seal the perforation as dye extravazation was seen; post stent deployment balloon expansion was used successfully. An echocardiogram was performed and a intraaortic balloon pump was placed; no dye extravazation was noted. There was no reported adverse patient effect. The patient was discharged 5 days post procedure. All requested information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration. The stent remains in the anatomy. It is indicated that the stent delivery system is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the otw graftmaster instructions for use (IFU) states to carefully inspect the sterile package before opening. It is not recommended that the product be used after the use before date. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.